Event description:
The coil was not related to the adverse event but attributed to the occlusion balloon.

Event description:
It was reported that the physician repositioned the coil and upon removal of the coil delivery wire, the aneurysm ruptured, and the patient began to hemorrhage. No additional information is available.

Manufacturer narrative:
The subject device is not available.

Manufacturer narrative:
Additional information received has revealed that after repositioning of the coil in the aneurysm it was successfully detached. The physician alleged the aneurysm ruptured to the balloon not being fully deflated when removed from the treated site. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.